Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The customer-reported issue of noisy operation was confirmed. Investigation testing determined the root cause to be a malfunction of the right compressor. The customer-reported issue of the driver not recognizing wall air and the compressor cycling was also confirmed. Investigation testing determined the root cause to be a malfunction of the manual pressure regulator. The issue with the right compressor will continue to be monitored and trended as part of the customer experience process. Syncardia has a corrective and preventive action (CAPA) to address the issue of compressor cycling. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver made a noise while the internal compressors cycled on and off while the driver was connected to wall air and supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.